Event description:
It was reported during right coronary angiogram injections, it appeared the artery spasmed, causing total occlusion of the distal segment. The pt underwent an intervention of this artery. It was at that point the nurse noted neurologic deficits, which were treated with medication; the symptoms seemed to improve. The spyglass pigtail catheter was advanced into the left ventricle after using the straightener to insert the catheter into the sheath. The monitoring technologist noted an aortic waveform and informed the physician the catheter was no longer in ventricle. Under fluoroscopy, it was noted the distal segment of the catheter was missing; the catheter was removed. Attempts to locate the detached segment under fluroscopy were unsuccessful. A CT scan revealed the detached portion was isolated in the iliac artery. The segment was removed using a snare and the pt had reportedly recovered.